Event description:
Around 0015, I noticed the fentanyl bag needed to be changed again. I had just changed the bag 2 hours prior. Based on the ordered dose and what the pump was set at the bag should need to be changed about every 4hrs. When looking back, starting around noon the bag was being changed every 2-3 hours. The charge nurse, pharmacy, and the pa were notified. The IV pump channel was removed and the fentanyl was started on a new channel. IV pumps were cleared and entered in I&o to make sure the pumps are working accurately. A report to biomed is currently being started as well.